Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) levels were elevated shortly after an occlusion alarm (300 mg/dl). Reportedly, the infusion set had been changed multiple times, but the issue had not resolved. System check was performed and the pump performed as intended. Recommendation was made that the customer change out the insertion site again, however the customer declined. Customer advised to discuss settings with their healthcare provider.